Manufacturer narrative:
Additional information: the event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 27nov2018, it was reported that the broken catheter was initially found by a nurse who was attempting to clean the area around where the catheter was placed. The defective device was removed from the patient, but it is currently unknown if the device was replaced.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane amplatz universal drainage catheter was placed in the patient for an unspecified drainage procedure. Six days after placement, separation of the catheter shaft was confirmed. It is currently unknown if the device was removed or replaced upon confirming shaft separation. Additional event and patient outcome information has been requested but is currently unavailable.

Manufacturer narrative:
Investigation - evaluation: a review of the instructions for use (IFU), quality control, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One used 12.0fr catheter was returned for evaluation in damaged condition. Biological matter was present on the device. The shaft was separated, with 11.8cm of tubing left connected to the hub. The remaining tubing is approximately 44.5cm long. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. There are several quality and manufacturing inspections in place to catch related failure modes of the product prior to release. A review of the device history record could not be completed because the lot number is unknown. The instructions for use (IFU) state that the intended use for multipurpose drainage catheters is for percutaneous drainage, either by direct stick or seldinger access technique. Precautions stated in the document note that these products are intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of percutaneous drainage catheters should be employed. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. It cannot be determined if the tubing was cut or separated at this time. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar events.

Event description:
No new event description information to report at this time.